Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 - tp - 12:50 pm cst clss ((B)(6)) emailed and advised pt has discontinued use of the ilet after he had a low bg event leading to a hospitalization on (B)(6) 2025. Pt states he went unconscious from a low bg and 911 was called. When ems tested, pt's bg was at 29 and he was transported to hospital. Pt was admitted for 4 days and then released. Pt is back on mdi and has a follow up with hcp on (B)(6) 2025. Will follow up with pt to gather additional info, bgq's and hospitalization questions on (B)(6) 2025 - tp - 11:25 am cst called pt to gather additional info, bgq's and hospitalization questions. No answer, left vm. On (B)(6) 2025 @ 12:30 pm cst - pj. Pt called in and agent collected bgq's and hq's, pt was new to pump and according to reports, looks like pt overtreated a low after not announcing a lunch, and this caused too much insulin on board which caused another low where pt became unconscious (there was also a sensor unavailable for 15 minutes) and needed ems to take pt to the hospital. Pt was admitted and released. Pt is now on pens and will meet with endo (B)(6) 2025. Agent advises to utilize this line and work with endo and cds.